Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the battery passed visual examination. Functional testing revealed an abnormal voltage plot regarding cell pair three (3) of the battery; despite this finding, the battery was still able to charge and provide power. Internal inspection of the battery revealed that a wire that connects from the printed circuit board (pcb) to the cell pair contained a defective solder. The wire was re-soldered, and the results revealed that the battery performed as expected, with no anomalies noted during functional testing. Per the instructions for use (IFU), a yellow status light on the battery charger indicates that the battery is being charged. However, a soldering defect can affect the performance of the battery. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a soldering defective. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer because it was not charging and displayed a yellow light on the charger. The battery subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.